Event description:
Patient reported right side "experiencing anguish and physical discomfort suffered by the poor quality of implant."

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture", "pain", "undulations", " inflammatory changes", and "solid, well-defined oval lesion". Device remains implanted.